Event description:
It was reported by service report that nurse call was not functional. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - damaged communication cord and connector.